Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Cylinder one had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) wear in the proximal end and middle of the cylinder. Cylinder two had hole in the outer tube from kink resistant tubing (krt) wear in the proximal end. Both cylinders had a leak from wear in the middle of the cylinder. The pump was visually and microscopically inspected, and leak, functionally tested. The microscope test revealed that the pump krt was worn to the filament. The pump passed the functional test and no leaks were identified.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reported and any performance allegation information. Upon analysis of the returned components, device issues were noted. There was no additional information.